Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. User facility reported a leak which was noticed by the patient¿s family as fluid was on the floor. No additional info was provided.

Manufacturer narrative:
H6: investigation summary: no sample was received to verify the customer's complaint of leakage. Without a sample being received for investigation, the root cause of this failure remains unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown FDA device problem code(s): (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. User facility reported a leak which was noticed by the patient¿s family as fluid was on the floor. No additional info was provided.